Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 1. Hi (result > 600 mg/dl) mobile system and 200 mg/dl (aviva nano system) 2. Hi (result > 600 mg/dl) mobile system and 180 mg/dl (aviva nano system) sets of readings were obtained at different times. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the aviva nano system. Upon investigation of the mobile meter memory, no values of hi were found. In the meter memory: the hi value at 17:24 was replaced with the value of 307 mg/dl; the hi value at 9:47 was replaced with the value of 224 mg/dl.